Event description:
It was reported that the customer was hospitalized for hypoglycernia. The customer had unexplained lbgs for the past week. It was indicated that the md believes that the pump is over delivering. The customer is unable to do further troubleshooting due to not having a reservoir. In addition the customer was advised by the md to have pump replaced.